Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The electrode detached from the plastic sheath. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end cover was being detached from the distal end of the tube. The distal end cover moved along with the protruded cutting knife while operating the slider. The scorched foreign materials had adhered around the cutting knife and the distal end cover. Omsc concluded that the reported event was not reportable event.